Manufacturer narrative:
Device procode: hwc. A product development evaluation was completed: in general there are scratches on the top of the plate, especially on the head part of the plate. On the bottom side of the plate visible rub marks are in the shaft section and scratches on the head part of the plate, due to the plate removal. Some of the screws were still locked into the plate and some screw heads were still in the plate. Most of the screw recesses showed marks from a screw driver, some were stripped due to trying to unlock the screws. There were no drill marks. There were scratches of the top of the plate and one of the screw heads. Some of the screw shafts were broken off; it is unknown when this was happen. Some of the screw shafts were broken and the broken section between screw shaft and screw head shows rub marks indicating breaking occurred post-operative. The conical screw thread shows unusual marks (damages), like a loosening and dislocation from the locking compression plate (lcp) hole to the dynamic compression plate (dcp) hole. As well the screw tip especially the cutting flutes are blunt, like it was drilled into a hard (e.g. Metallic) part. The hole in the plate shows heavy marks in the transition from the lcp to the dcp portion. The slot in between is widened up to the screw shaft diameter. The dcp hole shows rub marks in the conical portion. It is not possible to finally determine the root cause of the complaint since multiple factors could have led to this failure mode, such as: an inappropriately calibrated torque limiter used for screw insertion, wrong insertion angle of the screw, bone or tissue in-growth in combination with an implant that was 4 years in the body, cold-welding of the thread, and an inappropriate application of the screwdriver during screw extraction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the products used were for a femoral fracture case that had been implanted in the patient for 4 years, exact date unknown. The surgeon removed one screw each from the proximal and distal screw holes without any problem. However, when he tried to remove 3 other screws from the distal screw holes, the screws were stuck. Extraction screws and 4.0 carbide drill were used, but they didn¿t work. The plate was removed along with the 3 stuck screws by using a pair of pliers in the end. There was a surgical delay of 30 minutes. This report is for 1 unknown screw . This report is 2 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot. Implant date: date unknown 4 years ago. Subject device has been received. Investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.